Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection found there was splitting problem on the introducer sheath. The begin of peeling the sheath appeared not on the score line due to a kink, and that caused another side of the handle to break and separated from the sheath. Another side of the handle was not received. The sheath body appeared peeling and cutting. According to the results, the analyst concluded that the sheath kinked causing the handle to break during peeling process. Then the physician tried their best by spiting and peeling the sheath to remove it from the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure both ends of the lead introducer ruptured during cutting. The introducer was not used. No patient complications have been reported as a result of this event.